Event description:
It was reported that during a system implant, the coronary sinus was dissected with the catheter. The left ventricular lead was not implanted. The patients condition was stable.

Manufacturer narrative:
Left ventricular lead was not implanted.